Manufacturer narrative:
Date rec'd by MFR: 25apr2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address this reported event. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported ha the unit had a faulty nav-ring. There was no patient involvement.